Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) of the system recorded a battery depletion alert. Subsequently, the device was explanted and replaced. Additionally, this electrode exhibited low shock impedances out of range. The physician did not want to do any troubleshooting, nor was a defibrillation threshold (dft) test was performed. The plan is to continue monitoring. No adverse patient effects were reported.